Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/09/2013 with the following results: the complaint could not be duplicated during the investigation. No defect was found. The tdd¿s prior to the event add up correctly and reflect the users programmed basal rate showing the pump was delivering accurately. There were no alarms or errors related to the complaint in the black box or alarm history. Pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was hospitalized. The reporter indicated that the patient began feeling ill on (B)(6) 2013; the patient reportedly began vomiting and the patient was incoherent. The reporter stated that the patient was taken to the hospital on (B)(6) 2013 and was diagnosed with diabetic ketoacidosis. The reporter stated that when the pump was downloaded, the pump showed no boluses delivered on (B)(6) 2013 and indicated that the pump was suspended multiple times. The reporter also indicated that the download showed an empty cartridge and the pump was primed after the cartridge was replaced. The reporter indicated that there was no fill cannula recorded after the prime. The patient¿s family member was contacted on (B)(6) 2013 and the reporter indicated believing that the patient was coming down with the flu prior to the diabetic ketoacidosis hospitalization however, the patient was not in the care of the reporter at the time of the event. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis and the pump could not be ruled out as a possible contributor to the patient¿s event.